Event description:
It was reported that image was lost for 2 minutes, during the procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: image loss. Probable root cause: cables, connectors, sources, or sinks; capture card, motherboard, power supply; sdc firmware; over-heating; sdc application software; clarity package; clarity algorithm; manufacturing defects; use error; video routing; teleconferencing/calls/video streaming; esp software. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that image was lost for 2 minutes, during the procedure. Please note that the procedure was completed successfully.